Manufacturer narrative:
Pump was received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding. The pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked battery tube threads and cracked case battery tube. The test reservoir does not lock in place due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. The customer stated that the insulin pump buttons did not work well and needs to push the buttons more than once. No harm requiring medical intervention was reported. The device will be returned for analysis.